Manufacturer narrative:
X-rays have been reviewed by the design office and confirm the fracture as reported. A review of the batch records confirm that the device was manufactured to specification. Additional patient and event specific information has been requested. The surgeon confirms that he has revised the patient with another system. No further information has been provided from the reporter. The investigation is on going. A supplemental report will be provided.

Event description:
The surgeon has reported that the patient has fractured her proximal tibia jts implant at the junction of the stem and proximal tibia component.